Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately five years post port placement on the upper arm, the port allegedly leaked. It was further reported that the port system was removed and replaced with another new port system. There was no reported patient injury.

Event description:
It was reported that approximately five years post port placement on the upper arm, the port allegedly leaked. It was further reported that the port system was removed and replaced with another new port system. Reportedly, patient experienced internal bleeding. Current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bardport MRI ultra slimport implantable port attached to a catheter was returned for evaluation. Gross visual, tactile, microscopic and functional evaluations were performed. The investigation is unconfirmed for the reported fluid leak issue as no splits were observed throughout the catheter and port body was patent to both infusion and aspiration without issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.